Event description:
Complaint received as follows: "complaint description: the cuff leakage was noted in use."

Manufacturer narrative:
Based on available information, medical determination is that this is a serious malfunction. A leaking endotracheal/tracheostomy tube cuff exposes the patient to the risk of aspiration of gastric contents and a reduction in ventilation pressure. Although there is a potential for a serious injury, the likelihood of such an occurrence is low because these devices undergo rigorous testing and are only used in highly monitored and highly specialized settings. A leaking cuff would likely trigger alarms to alert care-givers and in most cases all that is required is a simple re-inflation by the bedside. However, in some cases of a rapid leak, the patient may require a complete re-intubation. This procedure, if carried out in expert, experienced hands, has a low incidence of serious complications. An analysis on the returned samples provided was tested and did not perform to our requirement. Reported to the FDA on (B)(4) 2013.